Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the implant of this device and after the device was connected to the leads, intermittent loss of capture was noted on the right ventricular (rv) lead. A competitor pacing system analyzer (psa) was used and non-capture was noted. Unipolar pacing thresholds test was performed and non-capture and capture was noted once again. It was noted that the right ventricular (rv) lead may not be fixed, as similar observations were seen in the unipolar configuration. The physician wanted to know if the beats seen were fusion or non-capture beats. Boston scientific technical services (ts) noted that according to the electrocardiogram, and the observations, the beat discussed was a non-captured beat. The patient had an intrinsic rhythm, thus no asystole was observed. Ts discussed doing a detailed lead evaluation and recommended to see stability of impedance, sensing and threshold. No adverse patient effects were reported. No further action was taken, and the patient will be monitored.